Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device had a broken shell, creases, and red particle material was found on the shell. A weight test of the device was verified the device was under weight.. A microscopic analysis was performed which identified a broken crease sharp/smooth and wear abrasion. Based on the device analysis the final assessment is: a crease sharp/smooth edge broken on the side radius assessed as fold flaw opening.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.